Manufacturer narrative:
Analysis of the ins, model 3058, serial no. (B)(4), found ins setscrew backed out too far. Analysis determined that the setscrew on the implantable neurostimulator (ins) was backed out beyond the point of being able to engage with the connector block. Analysis determined that the setscrew of the implantable neurostimulator (ins) was backed out beyond the point of being able to engage with the connector block and was cross-threaded. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional (hcp) via a manufacturer representative reported a defective screw on an implantable neurostimulator that occurred during a procedure. During implant, the lead was inserted into the header and had been tried to fix with the setscrew. The screw could not be turned until the torque wrench clicked; however, the lead was still loose and could be easily removed from the header. No factors noted to have led/contributed to the event. Troubleshooting was noted as it was made sure that the setscrew was correctly in place inside the header and that the torque wrench effectively turned the screw. Another ins was used, the lead could be fixed inside the header of the new ins, and the issue was noted as resolved. No symptoms were reported. There were no further complications reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.